Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was not able to fix the lead in the header. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged right ventricular pace/sense connector block with foreign material in the bore. The returned device indicated a damaged right ventricular pace/sense grommet. The returned device indicated the right ventricular pace/sense set screw was found in the connector bore. Foreign material on the right ventricular pace/sense set screw, a rounded socket in the right ventricular pace/sense set screw. The returned device indicated a damaged right ventricular pace/sense set screw. If information is provided in the future, a supplemental report will be issued.